Manufacturer narrative:
(B)(4). Event occurrence date added. As a sample was not returned, a batch review could not be completeted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4); the peritonitis was manifested as cloudy effluent and abdominal pain. On the same day as the onset, the patient began treatment with zinacef (500mg, four times) in the abdominal cavity for peritonitis and tomycin (20mg, nightly) ip for peritonitis. Five days later, the treatment with tomycin was discontinued. Fifteen days after the onset of peritonitis, the treatment with zinacef was discontinued. On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency and route not reported). At the time of this report, it was not reported if the patient had recovered. Additional information was requested, but is not available at this time.